Event description:
It was reported that this artificial urinary sphincter (aus) stopped working as intended. The patient was kayaking in really rough rapids and had a hard landing that was when the patient believed the aus stopped working. During explant, the physician found there was fluid loss from the device and a large tear in the pressure regulating balloon (prb). The prb and cuff were replaced. There were no patient complications reported.